Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm. The pt's arteries were reported to be very calcified and diseased. The pt has a history of coronary artery disease, peripheral vascular disease, and hypertension. At the end of the procedure, it was reported that there was extravasation from the left external iliac artery, which was caused by an intimal medial dissection. It was reported that the dissection was caused by removal of the 22 french sheath. A wall graft was implanted to repair the dissection. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.